Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received five appropriate shocks during vt/vf. At 14:16:05, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 160 bpm with motion artifact. The patient's post-shock rhythm was sinus beats transitioning to vt at 160 bpm with motion artifact. At 14:16:32, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 160 bpm with motion artifact. The patient's post-shock rhythm was sinus beats transitioning to vt at 180 bpm with motion artifact. At 14:17:04, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was sinus beats transitioning to vt at 150 bpm with motion artifact. The patient's post-shock rhythm was vt at 150 bpm. At 14:16:32, the patient received the fourth appropriate treatment. The patient's rhythm at the time of the treatment event was vt at 160 bpm . The patient's post-shock rhythm was sinus beats transitioning to vt at 180 bpm with motion artifact. At 14:16:32, the patient received the fifth appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was vt at 180 bpm degrading to vf/fine vf with CPR/motion artifact. The patient remained in vf after the fifth treatment until 14:47:15. Varying amplitudes, CPR/motion artifact, and electrode lead fall off prevented the lifevest from treating the patient. At 14:55:12, the electrode belt was disconnected. Patient was last seen in asystole CPR/motion artifact and electrode lead falloff.